Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 400 mg/dl, which the patient treated with an 8-unit manual insulin injection. Troubleshooting was initiated for the no delivery issue. A prime was attempted but insulin did not exit the tubing. The customer disconnected and reconnected the reservoir and infusion set and ran another prime: insulin exited the tubing. The customer was advised that the insulin pump was working as designed. The customer was advised that the no delivery alarm was caused by a connection issue. No products were returned or replaced.